Event description:
The patient received her scs system, including a percutaneous lead, on (B)(6) 2007, for headaches (off-label). It was reported that the patient will increase the amplitude to the highest level using her programmer; however, the stimulation is no longer effective. The patient plans to meet with her physician regarding this issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.